Event description:
During an MRI exam, the operator attempted to move the pt using the removable table. The operator enabled downward movement of the removable table. It was reported that the pt was gripping the sides of the removable table during this movement. As a result, the pt's fingers were reportedly pinched and the pt's finger tip was reportedly broken.